Manufacturer narrative:
Device was received with a broken belt clip rails, cracked case (battery tube), and cracked battery tube threads. Device p-cap / test reservoir locked properly in place. Device passed the displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that they were experiencing high blood glucose level 474 mg/dl. Customer's blood glucose level at time of reporting was 142 mg/dl. Insulin pump was damaged from top of back to bottom of insulin pump so customer could not performed troubleshooting for high blood glucose level. It was unknown if insulin pump was on auto mode. Device will be returned for analysis.